Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads and ipg were explanted. The leads had migrated, and additional surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
The event of ipg reaching end of life was reported to abbott. The physician decided to replace the leads due to lead migration. The leads were explanted but could not be replaced due to patient anatomy. The ipg remains implanted. The patient is being referred to a surgeon. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.